Event description:
It was reported that the pt complains of pain since surgery. In the past, tests have been performed but nothing has been found. However, pt continues to have pain and is unable to bear weight on that hip. He has a limp.

Manufacturer narrative:
Additional info has been requested and if received, will be provided in a supplemental report.